Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with approximately 255-265 units of insulin. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump until the replacement pump arrives.